Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with dry eyes 1 week post treatment. Upon slit lamp evaluation right and left corneas showed mild punctate keratitis (spk). The patient was started on restasis twice a day drops, fish oil supplement, gel tears four times daily and refresh pm ointment at night and lid scrubs with warm water and baby shampoo twice a day. Patient was also started on lastacaft every day for allergies. (B)(6) 2013, uncorrected visual acuity right eye 20/50+1 left eye 20/20. She reported vision is great but eye feel dry especially in the mornings. On (B)(6) 2013, it was reported that dry eye has resolved in left eye at 2 months. Right still showed mild signs of dryness. There was very mild spk is on the right eye. No spk in left. No secondary surgical intervention was done and patient noted light sensitivity initially which resolved over a 2 month course. No vision loss reported. On (B)(6) 2013, it was reported that dryness improved on right eye and the dryness did not affect patient daily activities. On (B)(6) 2014, patient presented for enhancement evaluation and reported still having dry eye in right eye and having intermittent blur at distance.